Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that the bow does not move. After reviewing log file, fse found that application mode cannot be started due to configuration error. Fse perform the beam propeller position and beam propeller motor current calibrations. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm of the azurion system was not moving. No harm was reported to philips. The field service engineer inspected the system event logs and after the calibration of the arc rotation and current, the device was returned to use in good working order.